Event description:
New information notes the lead was capped and replaced.

Event description:
During device changeout, fluoroscopy revealed externalized conductor. No electrical anomalies were present. The lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.